Event description:
Customer contacted beckman coulter inc. (Bci) regarding one glucose cup (glu) patient result of 111 mg/dl generated by the unicel dxc 800 pro synchron chemistry analyzer that was erroneously reported out low. The amended result was 324 mg/dl. Point of care device is used first to determine hourly glucose results. If result is >400 mg/dl then the patient's blood is collected via venipuncture and analyzed on the dxc 800 pro instrument. This patient had a >400 mg/dl prior to result of 111 mg/dl on the dxc 800 pro. Customer was expecting a high result instead of the 111 mg/dl. Customer then ran the original venipuncture tube on another instrument and obtained a result of 331 mg/dl. Repeat of the original tube on original analyzer yielded a glu result of 324 mg/dl. Patient care was not affected by this event since error was found and an immediate call was placed to the nurse with the amended result.

Manufacturer narrative:
Qc run before and after the event was within the established range. No service call was generated upon request of the customer. Bci technical support group noted the issue to represent a short sample scenario. Bci representative notified customer regarding the possible hardware scenarios for a short sample draw. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.